Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): on (B)(6) 2025. Level of harm: no apparent harm - reached the patient/person -- inconvenient. Incident details: IV initiated on patient using nexiva 18 g catheter, once inserted and threaded blood poured out of the needle release hub rendering the device unusable and needing to be removed total number of occurrences? One occurrence was reported to me at this time.

Manufacturer narrative:
The complaint of a leak was confirmed, and the cause appeared to be manufacturing related. Five photographs of an 18ga nexiva unit were provided for investigation. The photos displayed the IV catheter with blood leaking from between the septum and the catheter adapter, which was consistent with septum and canister damage due to misalignment. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. The manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.